Event description:
A customer reported experiencing a cartridge alarm with their insulin pump. There was no adverse impact on the customer's blood glucose level. The technical support team confirmed the occurrence of cartridge alarms and planned to replace the pump. Additionally, the customer expressed interest in obtaining an out-of-warranty loaner pump.